Event description:
Note: this report pertains to the first of two hologic devices used in the same procedure. See associated medwatch manufacturer's report number 1222780-2010-00126. User facility reported three unsuccessful cavity integrity assessment (cia) tests during an attempted novasure endometrial ablation. The procedure was abandoned and a perforation was confirmed on post hysteroscopy. The patient was given prophylactic antibiotics and was discharged. The patient was seen on follow-up and was reported to be "fine, no issues". A dilatation and sounding with a suresound was performed prior to the attempted ablation, as was a loop electrosurgical excision procedure (leep). It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Lot number of the suresound device not provided by the complainant, therefore, the expiration date is not known. The device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Lot number of the suresound not provided by the complainant, therefore, the device manufacture date is not known. Device history record (DHR) review could not be conducted for the suresound device as a lot number was not provided by the complainant. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system perform a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).